Event description:
It was reported that a patient was feeling very little stimulation and was having shocking/jolting sensations. The patient¿s implantable neurostimulator (ins) was up for replacement and had high impedance readings on contacts 0 and 1 (>4000 ohms). It was stated that the patient ¿had to turn it up and then it won¿t go on and then it will kick in and give him a jolt.¿ it was noted that the patient had been programmed on 0 and 3, and that they reprogrammed to 1 and 3, but the patient was ¿barely feeling stimulation¿ at 5.6v. It was stated that it was unknown if the jolting and ¿kicking in¿ continued to occur on the new settings. Additional information received reported normal battery depletion and that the estimated replacement day was (B)(6). It was noted that there were no abnormal side effects. A supplemental report will be sent if any additional information is sent.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a, lot # j0454819v, implanted: (B)(6) 2005, product type lead. (B)(4).